Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead had previously exhibited high out of range shock lead impedances. The physician had planned on performing non-invasive programmed stimulation (nips) for this device, but technical services (ts) reviewed and recommended the physician consider reprogramming and increase the shock lead impedance alert. This rv lead remains in service. No adverse patient effects were reported.